Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the occlusion. Customer's blood glucose was within range.